Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that her ins was taking too long to charge. The patient reported that she had been charging for ¿probably an hour¿ and the ins battery was still in the red. The patient reported that she usually charged every morning from 0% to 100% in 45 minutes. The patient reported that she took the lithium ion battery out 3 times prior to calling. The patient noted that her controller battery was at 90%. The patient was charging on charging speed 4. The patient was receiving excellent charging quality. The patient reported that 4 or 5 days ago she ¿changes some settings.¿ the patient reported that she did programming changed ¿at least once a month.¿ it was reviewed that programming changes could affect recharging speed. The patient was instructed to stop the current charging session and start a new one. The patient reported that the ins battery was now at 30%. The patient unplugged the recharger and plugged it back it. It was suggested that the patient try charging with stimulation off if medically appropriate. No further complications were reported.